Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed; however, the deflation issue could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the coronary dilatation catheters nc trek rx instructions for use states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported deflation issue cannot be determined; however, the reported shaft separation, removal of foreign body and additional treatment appears to be due to operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4)

Event description:
It was reported that the procedure was investigational, and the patient was high-risk with chronic total occlusion in an unspecified anatomy. The 4.5x20mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. After use, during removal, the balloon was slow to deflate and the bdc was jerked into the guiding catheter before the balloon had completely deflated. The distal end of the bdc separated and was snared into the guiding catheter, then removed as a single unit. Although the snaring took approximately 20 minutes, there was no adverse patient effect and no clinically significant delay. No additional information was provided.